Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a syncopal episode (fainting), though she was unable to recall the exact time it occurred. At the time, she was using the tandem t: slim x2 insulin pump in modified closed-loop mode. The device was reportedly delivering insulin based on inaccurate elevated glucose readings. At an unspecified point, the estimated glucose value (egv) was recorded at 240 mg/dl, while concurrent bg reading was 129 mg/dl. The bg level at the time of the syncopal event was not documented. According to the report, the patient¿s husband administered treatment at home by giving her multiple glucose tablets and juice. The patient regained consciousness and recovered without the need for emergency medical services or hospitalization. No further medical evaluation or intervention was documented. At the time of the report, the patient stated that she was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient fainting. At an unspecified time, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and syncope/fainting.